Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013 while the patient was playing tennis. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient's wife did not report any medical intervention or injuries regarding the patient.